Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening linear on posterior, crease fold and yellow particles inner device. Leak test and microscopic analysis was performed which identified, opening crease sharp on posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, "deflation" against left device. The device has been explanted.